Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted and placed on IV anticoagulation medication due to suspected pump thrombus. The patient had been off of all anticoagulation medication due to a gi bleed. A few days later, the patient experienced a red heart alarm and pump stoppage. The alarm was silenced; however, the system controller continued alarming, and the system monitor stopped displaying information. When the alarm was depressed while tethered to the power module, a yellow wrench illuminated on the power module. The system controller was exchanged, and the patient was switched to battery power and the pump did not restart. The alarm issue repeated again when tethered to the power module, and the system monitor was not displaying any data, and the pump remained off. The power module and power module patient cable were exchanged without resolution. The patient remained asymptotic and stable throughout the event. The patient was disconnected from lvad support. The system controllers communicated fine with the computer when they were not connected to the driveline. The patient was started on pressors and remained fairly asymptomatic. Ten days later the patient's lvad was exchanged with another left ventricular assist device (pvad lvad). The patient remains ongoing.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.